Event description:
It was reported that multiple electrode pairs were measured to be greater than 40,000 ohms post-operatively. It was noted that some values were ¿on the higher end.¿ intra-operatively, combination case and zero were measured at 2,432 ohms. It was stated that therapy impedance was 1,309 ohms. The patient was programmed to 0-1-2-3+ which were noted to be effective electrodes. Tremor control was ¿good¿ and the patient was ¿doing fine¿ with ¿no huge concerns.¿ no symptoms or ¿problems¿ were reported. It was noted that the patient fell ¿all the time¿ from the wheelchair. About three weeks later, it was indicated that the leads were intact, visualized to the level of ¿c7.¿ this was confirmed via chest x-ray. Information received the following day reported that the cause of the event was unknown. The high impedances previously reported were measured on (b)() 2013. The x-ray was taken on (B)(6) 2013. Hospitalization was not required and the patient outcome was no injury. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# n24842a, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).